Event description:
The customer reported 10 ml of clear fluid leaked in the lower diluter of the coulter lh 780 hematology analyzer. The customer was unable to locate the source of the leak but indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a diluent leak at the differential mixing chamber. The fse stated that the leak occurred due to a disconnected tubing from port #2 (rinse port) on the differential mixing chamber. The fse trimmed the tubing and reconnected it onto the differential mixing chamber to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. (B)(4).